Event description:
It was reported that the patient presented in clinic. Device interrogation revealed a marker anomaly on the implantable cardioverter defibrillator. The device was re-interrogated and the issue was resolved. The patient condition was stable before, during, and afterwards.